Manufacturer narrative:
Received 1 used silicone foley catheter only. Per visual evaluation, a cuff roll was not observed on the catheter balloon. No damages were noted and no manufacturing deficiencies were found on the returned sample that would have contributed to the reported issue of cuff roll. A functional evaluation was performed. The balloon was inflated with air and then deflated . After that a cuff roll was not formed. 10cc's of a mix of water and blue methylene was used to inflate the catheter balloon. The catheter was left for 3 minutes resting on a flat surface. The catheter was deflated without using aspiration and no cuff roll was formed. The dimensional evaluation found that the catheters active length was within specifications. The complaint was found to be unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received the catheter was placed transurethrally and was being removed as a part of a scheduled removal. 10cc's of fluid was used to inflate the balloon and 10cc's of fluid was removed upon deflation. Upon removal of the catheter resistance was encountered at the ureteral meatus. Aspiration was attempted twice. The catheter was removed by the urology staff physician after lubrication was injected for patient comfort. Gentle traction and massage was required upon removal. The patient did not experience any bleeding, blood clots, penile discharge or lacerations after catheter removal. The patient tolerated the procedure well and was comfortable after the foley catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was difficult to remove due to the formation of a cuff roll. The patient experienced pain upon removal.